Event description:
Information received from the field does not address the patient's clinical status but notes a loss of sensing and low lead I mpedance. Possible 1st rib-clavicle crush was also reported.